Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the reservoir compartment of the insulin pump was loose. The customer¿s blood glucose level was 124 mg/dl. The customer reported that the reservoir was not able to lock in place and it was loose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with partially broken off reservoir tube lip and missing reservoir tube lip o ring. Unable to perform displacement test and p-cap or reservoir will not lock properly due to damage to reservoir tube lip. Device received with cracked case at display window corners, display window, reservoir tube window, reservoir tube window corners and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker.